Event description:
It was reported that during a laparoscopic gastric bypass procedure, the left side of the staple line did not form. The device fired completely unfired (u-shaped) staples on one side. The area was over sewed. The patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.